Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was in need of replacement receivers and a software upgrade. The customer decided not to proceed with further repairs.

Event description:
The customer reported the system would not boot up. This resulted in a total loss of navigation functionality. There is no report of injury or death associated with this event.